Manufacturer narrative:
Product event summary: the ventricular assist device (vad) and driveline cable and two controllers (con319897, con402151) were not returned for evaluation. Review of the vad manufacturing documentation confirmed that the associated device met all requirements for release. Review of the visual evidence provided by the site revealed a driveline sheath damage. Log file analysis associated with con402151 revealed one (1) electrical fault alarm logged on 6-sep-2019 at 08:21:21. Log file analysis associated with con319897 revealed one (1) vad disconnect alarm logged on 11-sep-2019 at 16:47:01, indicating a physical disconnection of the driveline from the controller. Additionally, two (2) electrical fault alarms were logged on 12-sep-2019 at 14:23:18 and 14:45:01, and one (1) high watt alarm was logged at 14:23:22. The electrical fault alarms were due to the over current condition on a rear stator resulting in a pump running on a single stator. High watt alarm was likely due to the increased power consumption required to run on a single stator. Analysis of the con319897¿s event log file revealed one (1) controller power-up and its associated motor start event logged on 12-sep-2019 at 14:11:20. Also, one (1) controller power-up without associated motor start was logged on 11-sep-2019 at 16:46:56. Analysis of the con319897¿s data log file revealed that the controller was not in use prior to the reported event, and the controller power-ups were most likely due to the controller exchange. In addition, log file analysis revealed that con319897 was programmed with incorrect pump serial number and patient identification number. As a result, the reported event was confirmed. Based on the available information, the most likely root causes of electrical fault alarms can be attributed to outer sheath damage which likely left the driveline cables exposed, thus allowing the wires' insulation to be damaged. Subsequently, when the wires were left exposed, several wires may have come in contact with each other, which would trigger electrical fault alarms due to a short circuit. The most likely root cause of the high watt alarms can be attributed, but not limited to the over current condition on the rear stator resulting in a pump running on a single stator with increased power consumption. Based on the log file analysis, the most likely root cause of the vad disconnect alarm and controller loss of power events can be attributed to the controller exchange. Additional products: d1: serial or lot#: (B)(6); h3: yes; h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 19, 4315; d4: serial or lot#: (B)(6); h3: yes; h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4315. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: brand name: heartware ventricular assist system ¿ controller 2.0: model #: 1420 / catalog #: 1420 / expiration date: 30-apr-2019 / serial or lot#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Mfg date: 26-apr-2018. Labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿ controller 2.0, model #: 1420 / catalog #: 1420 / expiration date: 31-aug-2019 / serial or lot#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Mfg date: 30-aug-2018. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the primary controller had an electrical fault alarm and the controller was exchanged. It was also reported that the back up controller had an electrical fault alarm and exhibited an unexpected loss of power that the ventricular assist device (vad) exhibited above normal power consumption and high flows. It was also reported that there was a small area of damage to the drive line sheath that had been covered by rescue tape. A review of log files determined that the vad had motor failure and was operating on single stator mode. It was also reported that the back up controller was programmed with the incorrect patient identification number and pump serial number. The vad and the back up controller remain in use. No patient complications have been reported as a result of this event.